Event description:
The customer reported that while running an "hiv-1 p24" antigen assay, summit sample handler did not pipette sample in well position a7 and did not give an error message. An field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics, inc complaint.